Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of an oxiris set, the return line was observed to be leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation and a photograph of the sample was provided for evaluation. The test performed on the sample showed a leak from the return cracked screwed connector. The reported condition was verified. The cause was likely a mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.